Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody detection when using panoscreen I, ii and iii - 3 vial set.

Manufacturer narrative:
No customer product or patient blood sample was returned to immucor for immucor investigation. The customer declined additional troubleshooting on (B)(4) 2014. Customer declined more troubleshooting.